Event description:
Patient reported left side capsular contracture baker grade unknown and "autoimmune disease". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported left side capsular contracture baker grade unknown and "autoimmune disease". Patient later reported "feels like two boulders sitting on chest". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture baker grade unknown and "autoimmune disease" not device related. Device remains implanted.

Manufacturer narrative:
The event of capsuar contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown and "autoimmune disease". Device remains implanted.